Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 455 mg/dl at the time of the incident. The customer was at 49 to 121 mg/dl at the time of the call. The customer was given intravenous insulin and insulin shots to treat the high and used cookies to treat the current low. The customer experienced high symptoms such as nausea, brain not working, and elevated heart rate. The customer was wearing the insulin pump during the incident. The customer thought the infusion set had hit scar tissue causing the high. Troubleshooting was completed for the high and the pump seemed to be working fine. The insulin pump will not be returned for analysis. Mds- mmt-7008-sensor.